Event description:
The pt had two cypher stents implanted in 2005 (one being an ami). In 2006 the pt was admitted into the cath lab as an emergency case where angiography revealed stent thrombosis in the circumflex lesion. The physician first ballooned with a 2.5 x 15mm maverick and then used ivus. The physician then ballooned with a 3.0 x 8mm quantum, repeated ivus and ballooned once again inside the stent with a 3.25 x 8mm quantum. The pt is in stable condition.

Manufacturer narrative:
Additional info will be submitted upon 30 days of receipt.